Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited noise and low pacing imepdance. Programming changes were made. There were no patient consequences.